Manufacturer narrative:
An event related to a packaging damage involving an exeter stem. The event was confirmed. Method and results: device evaluation and results: the device was returned is a sealed inner blister, open outer blister and box. On inspection it was noted that box is creased in one corner indicating pressure was placed in that area. This crease is coincident with the crack noted on the outer blister. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: there was no evidence that this issue was manufacturing related. 100% on all blister pack is performed prior to shipment as documented in (B)(4). The crease on the outer box is coincident with the crack noted on the outer blister which would indicate possible handling damage. There were no other events for the lot reported. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Internal packaging for exter stem (0580-1-440, lot g5773012, damaged - cracked and broken. Nurse opened box and saw packaging damaged.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Internal packaging for exter stem (0580-1-440) lot g5773012 damaged - cracked and broken. Nurse opened box and saw packaging damaged.